Event description:
Boston scientific received information that the patient with this newly-implanted device passed away after experiencing a post-implant ventricular tachycardia (vt) storm. A boston scientific field representative reported the device was implanted with no complications. Device interrogation showed that during the 19-hour period between implant and patient death, the device recorded three episodes, only one of which converted the patient. External defibrillation also was unsuccessful. Medical intervention did result in conversion, but the patient would repeatedly re-enter a vt arrhythmia. The patient was administered a lidocaine drip. Approximately eight hours after implant, the patient coded for two hours. Nine hours after the code was closed, the patient passed away. There were no allegations against the device.

Manufacturer narrative:
This investigation will be updated should additional information be provided.